Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer's daughter reported that they were experiencing high blood glucose level 400 mg/dl. Customer reported that retainer ring and reservoir compartment had crack. Reservoir was able to lock into place. Device will be returned for analysis.

Manufacturer narrative:
Device passed the displacement test, rewind, basic occlusion, occlusion, prime or a33 and excessive no delivery test. No excessive no delivery or occlusion alarm noted. Device received with broken battery tube threads, cracked reservoir tube lip, stained end cap sticker, stained address or serial number label, broken belt clip slot. (B)(4).